Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was packaging tears while opening, leaving paper shards in sterile field/sterile room. The following information was provided by the initial reporter. The customer stated: "the packaging for these syringes seems to produce a bit of ¿dust¿/ debris."